Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the stent delivery system was returned for analysis. A visual examination of the stent found that on the 14th and 15th proximal rows, stent struts were damaged, on the 15th row, stent struts were lifted and pulled proximally. The undamaged proximal section of the crimped stent outer diameter was measured and was within maximum crimped stent profile measurement. Hardened contrast medium was observed on the stent surface. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted at the distal edge of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. Functional testing of the device was performed during analysis. Using a hand-held encore inflation device an attempt was made to inflate the balloon, however during inflation a leak was detected in the balloon. The leak appeared to be located around the 15th proximal row stent strut (where stent damage was noted). The stent could not deploy fully, on the first to third distal row, stent struts showed signs of expanding and balloon folds appeared to unfold during the functional testing of the device. No issues were identified during the product analysis. The investigation conclusion was unable to be determined. (B)(4).

Event description:
A 3.00 x 38mm synergy ii drug-eluting stent was received with no issues reported. However, upon review of this device, stent damage and balloon pinhole occurred.